Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had was not working the customer stated they experienced high blood glucose level of 246 mg/dl. Customer blood glucose level was 235 mg/dl at time of incident. The device will be returned for analysis.